Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies, corroded motor home switch and corroded battery tube. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch, cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer went into water with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.